Event description:
It was reported by the customer that the unspecified bd intima-ii IV catheter leaked. The following information was provided by the initial reporter, translated from chinese to english: when the disposable closed vein indwelling needle was used for infusion, it was found that the prn junction was leaking and could not be used normally. The heparin cap was replaced immediately, and the infusion was successfully performed without any other discomfort.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.